Event description:
It was reported that during a sigmoid colectomy procedure, the doctor said the device was not smooth to fire and was a challenge to transection tissue. It became such an issue that she opened up a new super jaw to finish the case. There were no adverse consequences for the patient. No device will be returning.

Event description:
It was reported that during a sigmoid colectomy procedure, the doctor said the device was not smooth to fire and was a challenge to transection tissue. It became such an issue that she opened up a new super jaw to finish the case. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent.